Event description:
Reportedly, subject pacemaker was explanted on (B)(6) 2012 and replaced by an ICD because pt developed ventricular tachycardia (as shown in episodes recorded in pacemaker's memories). An analysis is requested because technician suspected that pacemaker (and in particular programmed pacing mode: dplus-r, i.e. Dddr with av hysteresis) could have induced the observed ventricular tachycardia.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.